Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusion: according to the gore excluder aaa endoprosthesis instructions for use, the safety and effectiveness of the gore excluder aaa endoprosthesis has not been evaluated for the revision of previously placed stent grafts.

Event description:
In 2001, the patient underwent treatment for an abdominal aortic aneurysm with an aneurx endograft. A type ii endoleak was noted on this endograft system. On (B)(6) 2008, the patient presented emergently with a distal type ib endoleak in the left iliac artery and a ruptured aneurysm. A gore excluder aaa endoprosthesis iliac extender component and another endovascular device were used to treat the endoleak and rupture. On (B)(6) 2008 an arteriogram showed a type ia endoleak. On (B)(6) 2008 the endograft system was explanted. The patient tolerated the procedure.